Event description:
Correction to b5 of the initial report (missing additional results). The user third- party results were as follows: sampling date: sep 06, 2024. Sampling from: biopsy channel. Cfu: 1cfu/endoscope. Sampling from: auxiliary water channel. Cfu: 1cfu/endoscope. Bacterial identification: filamentous fungi.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b3, b5 and d4. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 28, 2024. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: suction channel. Cfu: 3cfu/endoscope. Bacterial identification: bacillaceae. Sampling from: a/w-channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: total. Cfu: 3cfu/endoscope. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.